Event description:
The consumer reported that when they were implanted with the implantable neurostimulator (ins) on (B)(6) 2000, they got reflex sympathetic dystrophy (rsd) syndrome and the rsd ¿messed up the sympathetic pain system¿. It was noted that the patient also had complex regional pain syndrome (crps) and the patient noticed it right away. In result of the issues, the ins was removed. Follow-up has been attempted, but no further information was received at this time. If additional information is received, the event will be updated. The indication for use for the implanted device was noted as failed back surgery syndrome and non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.